Event description:
Dealer states that the right rear arm assembly is broken at the weld where it attaches to the base by the motor. Dealer also states the left side swing arm is unstable but not completely broken. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsbase, serial number/date (B)(4) is approximately 4 years old. The owner's manual part number 1143190, rev.(apr-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event was contacted for further information however to date no further information has been obtained. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.